Event description:
It was reported, the videoscope became pitch black, and nothing was displayed. It seemed that the image would sometimes appear when the connector was moved, so there was a possibility that the wire at the bottom of the connector was broken. There was n problem noted after changing to another camera, so the issue did not seem to be a problem with the system or monitor. The issue occurred during therapeutic laparoscopic cholecystectomy. The procedure was completed with a similar device. It was noted that the device is inspected before use.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned, and the evaluation found that due to damage on circuit board, image noise occurred and temporarily the image could not be seen. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred because either the image sensor was damaged (including disconnection) or the mounted parts on the electrical board (such as the integrated chip/capacitor) were broken due to stress from repeated use, external factors, or handling. The event can be detected by handling the device in accordance with the following instructions for use (IFU): chapter 3 preparation and inspection 3.8 inspection of the endoscopic system.olympus will continue to monitor field performance for this device.